Event description:
Clinical trial. It was reported that during a coronary artery stenting procedure the stent could not cross the lesion and embolized. The target lesion was in the mid rca. According to info received, one attempt was made to cross the lesion without success. The 3.5x16mm express2 bare metal stent then embolized into the peripheral vasculature. Add'l info has been requested, but has not been received at this time.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filled.